Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The field service engineer checked the system and found all values in range. No fault was found. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the stellaris elite laser system shut down by itself during surgery. No patient impact nor injury reported.

Manufacturer narrative:
The customer reported error code 96229 during system shutdown. This is a windows generated code that did not show up in the error log files of the system. Attempts to revisit the site and procure the windows log files were unsuccessful. We are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.